Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during priming. The hp stated he was connected when the alarm occurred. The technical service representative (tsr) instructed the hp to disconnect and start over with new supplies. The tsr explained to the hp that he should never connect until the hc displays "connect yourself". The hp confirmed to set up with new supplies. There was no patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.